Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 10/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the care notes reported leg length discrepancy. The revision operative note indicated pain, loose stem proximinally, and the distal 2/3rds of the coating was off the stem. The stem was noted to be well fixed distally. There was no mention of any coating issues during the doi. It should be noted the patient had a poly/cermanic interface, not metal on metal as alleged. Part/lot is being updated. The complaint was updated on:06 nov 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stem loosening. *update** 10/28/2013 - the complaint has been updated because part and lot information was provided by the patient, who indicated that, on (B)(6) 2013, her right hip was revised to address pain, in addition to the stem loosening. Patient would like a response letter. Update rec'd 8/20/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from a clicking sensation. There is no new additional information that would affect the investigation. A head and liner are now being added to address allegations of metal on metal.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction.